Event description:
Information received indicates the product was used without incident during a CABG/valve case. Post-operatively, the patient was brought back to the or where it was discovered that the left ventricle was perforated. The perforation was repaired, there were no further consequences, and the patient was discharged in a timely fashion. Surgeon believes the tip of the vent cannula compromises a friable ventricle, despite care taken with placement.